Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the device was recapped several times, repositioned and attempted to release again, but without success in opening the pipeline.

Manufacturer narrative:
Continuation of d10: product ID: fg15160-0615-1s (lot: 229655204); product ID: ped2-500-20 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left ophthalmic segment aneurysm with a max diameter of 11x6.2mm and a 5.3 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 6mm diameter. The landing zone was 4.3mm distally and 5.02mm proximally. It was reported that after positioning the phenom27 microcatheter in the left cerebral artery, an attempt was made to implant a pipeline ped 5x25mm stent. However, the distal segment did not expand properly. Approximately 3-5mm proximally, the distal end remained closed. Several attempts to reposition and release the device were unsuccessful, and the entire system was removed. After repositioning the phenon 27 in the anterior cerebral/middle cerebral artery junction (acme), an attempt was made to implant a second device (5.0x20), observing the same device behavior. Several recapping and repositioning maneuvers were performed in the acme and left internal carotid artery (lica), with further attempts to release the device, which resulted in the device failing to expand. The stent remaining inside the microcatheter was removed. No medical or surgical intervention was needed to prevent permanent impairment of a function, and the event did not lead to or extend patient hospitalization. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ballast 6f sheath.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield pusher wire was returned inside a sealed biohazard bag and a shipping box. The pipeline flex shield braid was not returned with the pusher wire. Damaged location details: the pipeline flex shield pusher wire was observed to be broken at the distal wire proximal to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The pusher wire was found kinked at ~92.0cm from the broken end. No other anomalies were found. Testing/analysis: the broken end of the distal wire of the returned pipeline flex shield pusher wire was sent out for scanning electron microscopy (sem) failure analysis testing. The sem test results indicate that the broken end failed due to torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the pipeline flex shield braid was not returned with the pusher wire. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid into the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Since the pipeline flex shield braid was not returned, any contribution of the braid to the failure to open could not be determined. The distal wire on the returned pipeline flex shield pusher wire was broken proximal to the dps sleeves. The broken end failed due to torsional overload. Possible causes of the break failure include over-manipulation and twisting. In addition, the damage to the pusher wire (kink) and hypotube (stretch) indicates that high force was applied. The damage likely occurred when the customer attempted to advance the pipeline flex shield device through the catheter against resistance. Possible causes of resistance include a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.